Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and it was observed to have a flat crease and broken plug strap. A leak test was performed and leakage was observed. Under microscopic analysis four striated openings consistent with surgical damage was observed on the anterior portion of the shell. A fill inspection test was performed and no blockage was observed. Based on the device analysis the final assessment is: four striated edge opening on anterior side due to surgical damage and a sharp broken plug strap due to an unidentified (tear) opening.additional information: d10, g1, h3, h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.